Manufacturer narrative:
Medtronic evaluated the device. A broken connector pin from the therapy cable was observed to be lodged in the mating socket of the device therapy cable connector. The broken pin will result in a failure of the defibrillator to charge and the device will display a connect cable warning message. The device therapy cable and therapy connector were replaced and proper operation was confirmed.

Event description:
Paramedics attempted to use the device to administer a defibrillator shock to a person diagnosed in cardiac arrest. The device allegedly failed to charge and displayed connect cable warning message. Use of the device was inhibited. An automated external defibrillator was made available and used to continue treatment and administer shocks to the patient. The patient was not resuscitated. The customer indicated that the reported problem did not cause or contribute to the patient's outcome. This opinion was based on the availability and use of a backup defibrillator.